Manufacturer narrative:
Further investigation of the customers issue included a review of similar complaints, specificity testing, a batch record review and review of labeling. No adverse trends in complaint activity were identified. The customer observed an initial (B)(6) result with a first sample which was then frozen and retested 18 days later resulting (B)(6). A second sample drawn 18 days after the first sample was tested (B)(6) repeatedly. Both samples were again tested (B)(6) another week later. All results were generated with lot 21411li00. These results point to a sample integrity issue for the first sample rather than a reproducibility issue of the reagent. Ticket searches of 12 months of tracking and trending report were reviewed and determined that there are no adverse trends and no related non-statistical trends identified for the complaint lot number due to the complaint issue. Further investigation was performed due to atypical complaint activity and since the ticket is reportable. A retained kit of architect havab-igg reagent, list number 6c29-25, lot number 21411li00 was tested in a specificity setup and all control values met control specifications and were in the typical range. No (B)(6) results were obtained. The assay's performance is acceptable. A review of the human negative population testing for final release revealed no indications that the specificity of the lot number might be adversely affected. Additionally, the performance was investigated by completing a review of manufacturing and testing records for the reagent lot. This review did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. A review of the product labeling concluded that the issue was sufficiently addressed. Complaint information reasonably suggests that the assay is performing as intended and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.

Event description:
The customer observed one (B)(6) on the havab igg assay on the architect i2000sr analyzer. The following data was provided: (B)(6): (B)(6) igg = (B)(6), on (B)(6): new sample: (B)(6) igg= (B)(6). The patient was confirmed (B)(6) by a new sample ((B)(6)). No further patient data was provided. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list 6c29 havab - igg, that has a similar product distributed in the u.s., list number 6l27 havab-g. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).